Event description:
It was reported that on (B)(6) 2012, the surgeon performed a revision tha on a male pt whom had a previous revision hip surgery from another surgeon in (B)(6). The surgeon removed broken implant from the pt's femur and replaced them with a restoration modular cone/conical construct successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.